Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an open wound on their back underneath the vibration box. The skin had completely pulled away and it is raw. Also patient mentioned that they have first degree burn on back between te pads from prior treatment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a ointment for the skin irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable